Event description:
Caller alleged that the ldx printer has a burning smell and will not print. No other details were provided. Customer was sent a replacement ldx printer.

Manufacturer narrative:
Investigation pending.